Event description:
The manufacturer received information from a customer that preventative maintenance was required on a trilogy o2 device. The device was not in patient use. There was no serious patient harm or injury that occurred or was reported. The trilogy o2 device was returned to the manufacturer service center for evaluation. The manufacturer service technician performed an operational check when a ventilator inoperative alarm had sounded on the device. The manufacturer service technician observed error codes motor start up failure, vbulk fet open, and oxygen blending module accuracy urgent service in the device¿s event log. The manufacturer service technician recommended replacing the system printed circuit assembly (pca) board to address the motor start up failure to address this issue. The manufacturer service technician recommended replacing the power management pca board to address the vbulk fet open error code and replaced the oxygen blender pca to address the oxygen blending module accuracy urgent service code to address these issues. No repair was performed, and no further investigation is warranted at this time.